Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders had not crossed into the pyxis profile. A technical support specialist (tss) called and spoke with the user, requesting the patients name and medical record number/visit ID for this case. The user informed that they were not aware of this case and stated that there had been no issue with pyxis. The tss reached out to the customer and informed them that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing into the device profile. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.